Event description:
It was reported that the patient had falls due to experiencing fainting and hit their head hard. Ventricular tachycardia was suspected. Arrhythmia was not confirmed, the cause of the fall was unknown, and the patient would recover in the hospital and be referred back home.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported syncope, as well as a specific cause, could not be conclusively determined through this evaluation. The cause for the event and whether it resulted in any serious injury was not known. It was noted that the patient would recover in the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.